Manufacturer narrative:
The gluc3 reagent lot number was 812051 with an expiration date of 30-sep-2025. Qc was acceptable on the day of the event. The client identified a yellow pipe and requested a service visit for verification. The field service engineer visited the customer's site and found that the reagent probe washes were inconsistent. He adjusted the reagent probe wash station volumes. Calibration and qc were performed with successful results. The root cause was due to a maintenance issue (reagent probe carry-over). The service actions (adjusting the reagent probe wash station volumes) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with gluc3 assay on a cobas 8000 c702 module when compared to a different analyzer. Initial result: 118.1 mg/dl. The customer questioned the initial result as it did not match the patient's history. No questionable result was reported outside the laboratory and the sample was repeated. Repeat result: 79.2 mg/dl (tested on another analyzer). The repeat result was considered to be correct.